Event description:
It was reported that during evaluation of a returned homechoice machine, one increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2013, 22:08:25. During night drain cycle five, the patient's ultrafiltration reading was 1246ml, indicating the home patient (hp) drained 1246ml more than their maximum programmed fill volume of 2000ml. This information meets iipv criteria. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned to baxter, and the evaluation is complete. This complaint is an ancillary service event opened during investigation of (B)(4). The reported difficulty of an iipv event was confirmed through an event history log review. The cause was false empty detect and use error, inappropriate bypass of the low drain volume alarm, not including initial drain. Homechoice apd systems patient at-home guide describes the procedure for bypassing a low drain volume alarm. The text on pages 18-45 and 18-46 includes, "bypassing a low drain volume alarm can leave fluid in the peritoneal cavity and result in an increased intraperitoneal volume (iipv) situation". If additional relevant information is received, a follow-up will be sent.